Manufacturer narrative:
Section d6a: implant date: not applicable. The device is not an implantable device. Section d6b: explant date: not applicable. The device is not an implantable device; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during procedure when using the phaco tubing pack and the handpiece, a foreign material came out from the tip. It was aspirated from the patient's eye and the phaco tubing pack was replaced. No inflammation was observed in the patients eye and there was no patient injury. No further information was provided. This report is against the handpiece. A separate will filed against phaco tubing pack and for the handpiece tip.